Event description:
Consumer alleges she received a 2nd degree burn from use of heating pad.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been request from the consumer to determine if the incident arose from the abuse/misuse of the pad (i.e. Bunching/folding/crushing).